Manufacturer narrative:
Event date is an estimate. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the ipg became inoperable. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6), 2021. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.